Event description:
It was reported that during a laparoscopic cholecystectomy procedure, tips of clip kept crossing. New clip applier was used to complete the procedure. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.